Manufacturer narrative:
E.1 initial reporter e-mail: (B)(6). E.1 initial reporter addr 1: (B)(6). Investigation summary: a results failure was reported on a phoenix m50 instrument. The customer reported multiple mis-identifications of organisms. A field service engineer (fse) arrived onsite to troubelshoot the instrument. The fse was not able to find a cause for the failures as the instrument was found to be functioning as expected. The root cause is unknown. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results are within statistical control for the month of september 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd phoenix¿ m50 automated microbiology system, a patient sample was misidentified. There was no report of patient impact.

Manufacturer narrative:
This MDR was previously submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483. After additional review, it was determined that no additional mdrs were required for this instrument malfunction. This MDR should be considered cancelled.

Event description:
It was reported while using bd phoenix¿ m50 automated microbiology system, a patient sample was misidentified. There was no report of patient impact.